Manufacturer narrative:
Should additional info become available regarding this event, it will be re-evaluated and a follow-up report will be sent.

Event description:
On (B)(6) 2009, on monarc sling was implanted for stress urinary incontinence (sui). The pt has persistent sui and was implanted in (B)(6) 2009 with a device by a different manufacturer. "As a result of" these implants, the pt has experienced ongoing pain and "physical deformity" and has or will undergo "corrective surgery or surgeries."